Event description:
It was reported that stent malapposition occurred. In (B)(6) 2026, the target lesion, located in the proximal right coronary artery (rca), was pre-treated using a semi compliant balloon and a non-compliant balloon. Afterwards, the rca was further treated using a 3.00 x 48mm synergy xd drug eluting stent. During the procedure, stent malapposition occurred. Post-procedure a grade b dissection was noted, however no intervention was performed to treat the event. The patient was discharged the following day with aspirin and ticagrelor.